Event description:
Boston scientific crm received information from an implant form that this right ventricular (rv) lead was reposition due to an rv lead dislodgement. Additionally, the lv lead was explanted and replaced due to a product performance issue.

Manufacturer narrative:
There were no adverse events reported.